Event description:
It was reported that during the implant all left ventricular (lv) lead vector impedances were high, undefined except for lv1-right ventricular (rv) coil. The lv lead tested good with the analyzer. When the physician moved the lv lead into the device, lv capture was lost. When the lead was reinserted, lv capture returned on lv1-rv coil, but all impedances on the rest of the lv lead were high undefined. The lead continued to check out fine with the analyzer. The pocket was then closed.  The pocket was subsequently reopened and it was found that the lv pin was not all the way in. The pin was re-inserted and all numbers were good. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant all left ventricular (lv) lead vector impedances were high, undefined except for lv1-right ventricular (rv) coil. The lv lead tested good with the analyzer. When the physician moved the lv lead into the device, lv capture was lost. When the lead was reinserted, lv capture returned on lv1-rv coil, but all impedances on the rest of the lv lead were high undefined. The lead continued to check out fine with the analyzer. The pocket was then closed.  The pocket was subsequently reopened and it was found that the lv pin was not all the way in. The pin was re-inserted and all numbers were good. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.